Manufacturer narrative:
Batch review performed on 23 january 2020: lot 181700: (B)(4) items manufactured and released on 20-june-2018. Expiration date: 2023-06-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 1-1-2016. Additional items involved in the complaint, batch review performed on 23 january 2020 liner: cc e cc light 01.26.3648hct flat pe hc liner ø 36 / f lot. 187921 lot 187921: (B)(4) items manufactured and released on 28-nov-2018. Expiration date: 2023-11-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Stem: amistem c 01.18.436 amistem-p collared std stem #6 lot. 1901536 lot 1901536: (B)(4) items manufactured and released on 25-may-2019. Expiration date: 2024-05-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 lot. 1903863 lot 1903863: (B)(4) items manufactured and released on 26-july-2019. Expiration date: 2024-07-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About a month after primary the surgeon removed all implants and implanted new components. The surgery was completed successfully.